Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome and the right atrial (ra) lead and right ventricular (rv) lead became dislodged. The right ventricular (rv) lead was noted to have high thresholds, loss of capture, a drop in lead impedance and diminished sensing. The right atrial (ra) lead and right ventricular (rv) lead were revised and remain implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.